Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead would not attach to the patient¿s heart. The lead was not used. The patient was discharged post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.